Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the 1st to 2nd right posterolateral segment. A 3.50 x 38 synergy&#10259;tent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was then used and the stent was re-advanced, however the device still failed to cross the lesion. The device was removed however, the stent got caught at the tip of the guidezilla and the stent dislodged inside the guidezilla. Both devices were removed as one unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the delivery system and returned for analysis. A visual examination of the detached stent found that the stent was damaged across its length with struts distorted and stretched. Based on the complaint report and the analysis performed, stent detachment most likely occurred when the stent came into contact with the guidezilla upon removal of the device from the patient¿s body. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon body and there was no sign that positive pressure was applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several severe hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the outer extrusion was damaged for a length of 6mm at 15mm proximal from the bi-component bond. A mid-shaft kink at 26mm distal from the hypotube to mid-shaft bond was also noted and the mid-shaft showed signs of breaking at the same location. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the 1st to 2nd right posterolateral segment. A 3.50 x 38 synergy¿ stent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was then used and the stent was re-advanced, however the device still failed to cross the lesion. The device was removed however, the stent got caught at the tip of the guidezilla and the stent dislodged inside the guidezilla. Both devices were removed as one unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.